Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the instrument, determined the bellows set, incl rod & fitting (rohs) (2-89055-02) the likely cause due to foam and bubbles in the part. The part was replaced, and the issue was resolved. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal and verification of the bellows set, incl rod & fitting (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 serial number, (B)(6), or the bellows set, incl rod & fitting.

Event description:
The customer observed discrepant results generated from architect c4000 processing module on multiple assays for multiple patients. The results provided were: sid (B)(6) sodium=< 100 mmol/l /auto repeat=112.63 mmol/l /repeated on (B)(6) =134.67 mmol/l. Sid (B)(6) potassium initial=1.0 mmol/l /auto repeat=1.3 mmol/l /repeated on (B)(6) =5.4 mmol/l. Sid (B)(6) chloride initial=< 50 mmol/l /auto repeat=57.15 mmol/l /repeated on (B)(6) =107.88 mmol/l; potassium initial=1.3 mmol/l /auto repeat=1.9 mmol/l /repeated on (B)(6) =3.7 mmol/l. Laboratory reference range for potassium=3.5 to 5.2 mmol/l; chloride=96 to 108 mmol/l; sodium=135 to 145 mmol/l there was no reported impact to patient management.

Event description:
The customer observed discrepant results generated from architect c4000 processing module on multiple assays for multiple patients. The results provided were: sid (B)(6) sodium=< 100 mmol/l /auto repeat=112.63 mmol/l /repeated on (B)(6) =134.67 mmol/l. Sid (B)(6) potassium initial=1.0 mmol/l /auto repeat=1.3 mmol/l /repeated on (B)(6) =5.4 mmol/l. Sid (B)(6) chloride initial=< 50 mmol/l /auto repeat=57.15 mmol/l /repeated on (B)(6) =107.88 mmol/l; potassium initial=1.3 mmol/l /auto repeat=1.9 mmol/l /repeated on (B)(6) =3.7 mmol/l laboratory reference range for potassium=3.5 to 5.2 mmol/l; chloride=96 to 108 mmol/l; sodium=135 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.